Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient will be treated with surgery (surgery for essure removal is scheduled for (B)(6) 2017). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding") and adhesion ("adhesions") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included blood pressure high, paratubal cyst, ovarian cyst and overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced gastritis ("gastritis"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back pain ("back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy) and surgery (lysis of adhesions on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, migraine, nausea, abdominal pain and back pain had resolved and the adhesion, headache and weight increased outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, back pain, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure quite well. On (B)(6) 2017, patient had procedures robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left ovarian cystotomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 152 lbs. Approximate weight at time of essure placement: 140 lbs. (B)(6) 2017 pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes: mild parakeratosis of the ectocervical squamous epithelium and minimal chronic endocervicitis, uterine cervix. Benign proliferative endometrium with rare dilated glands, negative for definitive histologic evidence of endometrial hyperplasia, uterine corpus. Bilateral, unremarkable attached fallopian tubes with benign paratubal cysts. Gross description: the attached bilateral fallopian tubes, 5.8 - 7.1 cm in length and 0.4 - 0.5 cm in diameter, are patent with attached fimbriated ends. The bilateral fallopian tubes have multiple pale tan smooth walled paratubal cysts identified filled with clear serous fluid, 0.2 - 0.8 cm. Findings: right paratubal cyst present. Normal right ovary. Small, left ovarian simple cyst, ruptured, with straw colored fluid. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2017 was added. Events abdominal pain, adhesion, alopecia, back pain, dyspareunia, fatigue, gastritis, headache, menorrhagia, migraine, nausea, urinary tract infection, vaginal haemorrhage, weight increased, device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding") and adhesion ("adhesions") in a 44-year-old female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included blood pressure high, paratubal cyst, ovarian cyst, overweight, gerd since (B)(6) 2014, high cholesterol since (B)(6) 2014, endocervical polyp, premenopause, cervical polyp and endometrial thickening. Concomitant products included famotidine since (B)(6) 2014, fenofibrate since (B)(6) 2014 and omeprazole since (B)(6) 2014.. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / weight gain/ loss (specify which one) gain"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced gastritis ("gastritis"). In, the patient experienced urinary tract infection ("infection: urinary / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy) and surgery (lysis of adhesions on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, migraine, abdominal pain and back pain had resolved and the adhesion and headache outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, back pain, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure quite well. On (B)(6) 2017, patient had procedures robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left ovarian cystotomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 152 lbs. Approximate weight at time of essure placement: 140 lbs. (B)(6) 2017 pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes: mild parakeratosis of the ectocervical squamous epithelium and minimal chronic endocervicitis, uterine cervix. Benign proliferative endometrium with rare dilated glands, negative for definitive histologic evidence of endometrial hyperplasia, uterine corpus. Bilateral, unremarkable attached fallopian tubes with benign paratubal cysts. Gross description: the attached bilateral fallopian tubes, 5.8 - 7.1 cm in length and 0.4 - 0.5 cm in diameter, are patent with attached fimbriated ends. The bilateral fallopian tubes have multiple pale tan smooth walled paratubal cysts identified filled with clear serous fluid, 0.2 - 0.8 cm. Findings: right paratubal cyst present. Normal right ovary. Small, left ovarian simple cyst, ruptured, with straw colored fluid. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet and medical records received. Outcome of event nausea, pelvic pain, weight increased update from recovered / resolved to recovering / resolving. Onset date of event dyspareunia, fatigue, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain. Concomitant disease and drug, age were update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included gerd since (B)(6) 2014, high cholesterol since (B)(6) 2014, blood pressure high, paratubal cyst, ovarian cyst, overweight, endocervical polyp, premenopause, cervical polyp and endometrial thickening. Concomitant products included famotidine since (B)(6) 2014, fenofibrate since (B)(6) 2014 and omeprazole since (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / weight gain/ loss (specify which one) gain"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced gastritis ("gastritis"). In , the patient experienced urinary tract infection ("infection: urinary / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced adhesion ("adhesions"), genital haemorrhage ("excessive abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and weight increased was resolving, the adhesion, headache and arthralgia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, migraine, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adhesion, alopecia, arthralgia, back pain, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure quite well. On (B)(6) 2017, patient had procedures robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left ovarian cystotomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 152 lbs. Approximate weight at time of essure placement: 140 lbs. (B)(6) 2017 pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes: mild parakeratosis of the ectocervical squamous epithelium and minimal chronic endocervicitis, uterine cervix. Benign proliferative endometrium with rare dilated glands, negative for definitive histologic evidence of endometrial hyperplasia, uterine corpus. Bilateral, unremarkable attached fallopian tubes with benign paratubal cysts. Gross description: the attached bilateral fallopian tubes, 5.8 - 7.1 cm in length and 0.4 - 0.5 cm in diameter, are patent with attached fimbriated ends. The bilateral fallopian tubes have multiple pale tan smooth walled paratubal cysts identified filled with clear serous fluid, 0.2 - 0.8 cm. Findings: right paratubal cyst present. Normal right ovary. Small, left ovarian simple cyst, ruptured, with straw colored fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and adhesion ('adhesions') in a 44-year-old female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included gerd since june 2014, high cholesterol since june 2014, blood pressure high, paratubal cyst, ovarian cyst, overweight, endocervical polyp, premenopause, cervical polyp and endometrial thickening. Concomitant products included famotidine since june 2014, fenofibrate since june 2014 and omeprazole since june 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / weight gain/ loss (specify which one) gain"). In january 2007, the patient experienced fatigue ("fatigue"). In july 2007, the patient experienced alopecia ("hair loss"). In july 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In january 2012, the patient experienced abdominal pain ("abdominal pain"). In august 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2017, the patient experienced gastritis ("gastritis"). In , the patient experienced urinary tract infection ("infection: urinary / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced genital haemorrhage ("excessive abnormal bleeding"), adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, migraine, abdominal pain and back pain had resolved and the adhesion, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, arthralgia, back pain, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure quite well. On 04-oct-2017, patient had procedures robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left ovarian cystotomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 152 lbs. Approximate weight at time of essure placement: 140 lbs. (B)(6) 2017 pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes: mild parakeratosis of the ectocervical squamous epithelium and minimal chronic endocervicitis, uterine cervix. Benign proliferative endometrium with rare dilated glands, negative for definitive histologic evidence of endometrial hyperplasia, uterine corpus. Bilateral, unremarkable attached fallopian tubes with benign paratubal cysts. Gross description: the attached bilateral fallopian tubes, 5.8 - 7.1 cm in length and 0.4 - 0.5 cm in diameter, are patent with attached fimbriated ends. The bilateral fallopian tubes have multiple pale tan smooth walled paratubal cysts identified filled with clear serous fluid, 0.2 - 0.8 cm. Findings: right paratubal cyst present. Normal right ovary. Small, left ovarian simple cyst, ruptured, with straw colored fluid. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event hip pain was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding") and adhesion ("adhesions") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included blood pressure high, paratubal cyst, ovarian cyst and overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced gastritis ("gastritis"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back pain ("back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy) and surgery (lysis of adhesions on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, migraine, nausea, abdominal pain and back pain had resolved and the adhesion, headache and weight increased outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, back pain, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure quite well. On (B)(6) 2017, patient had procedures robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left ovarian cystotomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 152 lbs. Approximate weight at time of essure placement: 140 lbs. (B)(6) 2017 pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes: mild parakeratosis of the ectocervical squamous epithelium and minimal chronic endocervicitis, uterine cervix. Benign proliferative endometrium with rare dilated glands, negative for definitive histologic evidence of endometrial hyperplasia, uterine corpus. Bilateral, unremarkable attached fallopian tubes with benign paratubal cysts. Gross description: the attached bilateral fallopian tubes, 5.8 - 7.1 cm in length and 0.4 - 0.5 cm in diameter, are patent with attached fimbriated ends. The bilateral fallopian tubes have multiple pale tan smooth walled paratubal cysts identified filled with clear serous fluid, 0.2 - 0.8 cm. Findings: right paratubal cyst present. Normal right ovary. Small, left ovarian simple cyst, ruptured, with straw colored fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.